Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged, and the instrument passed the electrical continuity test. The conductor wire was not exposed. Components adjacent to the dislodged wire do not show damage. The instrument was found to have damaged conductor wire insulation at the distal clevis. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the force bipolar instrument would not release from tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The procedure performed was an umbilical hernia with dissection to the peritoneum tissue. The jaws were stuck on the tissue; however, the instrument opened enough per robot to remove tissue. There was no use of the release key mechanism or other instrument. There was no adverse event or unexpected removal of tissue nor was there any bleeding. The procedure was completed robotically with no injury to the patient.